Manufacturer narrative:
This report is submitted on 15 oct 2020.

Event description:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.